Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gast rointestinal/pelvic floor. It was reported that their implanted battery was now dead (saw picture of stethoscope and doctor on handset), but that a few months ago they were feeling "electrical shocks" that were "random" in nature. This had since resolved. Patient said it's been about 5 years since they've seen anyone for their device. Agent pulled up physician listings and provided names of two doctors the patient hadn't seen before and were close enough for them to go see. Agent reviewed that those were physicians that opted to share their info and that it was possible they might find names of other doctors that chose not to share their contact information with [manufacturer].